Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6)2024, the patient reported an incident where they inserted the cannula without first removing the needle guard. The infusion set had been in use for one day. No further information available.